Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a nasal reconstruction procedure on (B)(6) 2011 and suture was used. Discontinuous suturing was used to suture subcutaneous tissue and the suture was knotted in the deep part. About (B)(6) after the surgery, part of the wound did not heal and the suture could be seen under the skin. The surgeon removed the stitches. Currently, the patient's wound still has a scar and hyperplasia.